Event description:
It was reported that a flogard infusion pump presented the f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the f-38 alarm, confirming the reported condition. The cause of the f-38 alarm was determined to be damage to the right force sensing resistor. To correct the condition, the force sensing resistor was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental report will be submitted.